Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, olympus confirmed that foreign material came out of the device; however, the type of the material and the root cause could not be identified. A definitive root cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during device evaluation, the gastrointestinal videoscope had white residues in the air water cylinder, air water cylinder, and the auxiliary channel. There were no reports of patient involvement.